Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse was unable to replicate the issue. The fse found error codes #111, #112 and #118 in the fault logs of this iabp unit. Therefore, an executive processor board was replaced with a new one as a precautionary measure in order to avoid further issues. After replacing the executive processor boards, continuous running test and preventive maintenance were performed normally per factory specifications. This iabp unit was returned to the facility for clinical use.

Event description:
It was reported that during patient transfer, the cardiosave intra-aortic balloon pump (iabp) shut down. It was turned on again and it worked fine after that. However, due to the content caused by the iabp device, it was replaced with another iabp device. There were no adverse consequences on the patient.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h6 (component codes and investigation conclusions), h10. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the executive processor board , and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
N/a.

Manufacturer narrative:
It was reported that during use on a patient, the cardiosave intra-it was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) shut down during patient transfer. The pump was turned back on and worked fine, but was replaced due to the occurrencel. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse turned the unit on again and it worked fine after that, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-it was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) shut down during patient transfer. The pump was turned back on and worked fine, but was replaced due to the occurrence